Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a closed tip flex tip plus catheter and a snaplock adapter. There are four port openings at the distal tip of the catheter. The openings appeared typical. No occlusions could be seen. The snaplock adapter appeared typical with no observed defects or anomalies. Functional testing was performed and no issues were detected. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. The reported complaint of difficulty injecting through the catheter could not be confirmed based on the sample received. The returned catheter passed a functional flow test. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that it was impossible to inject into the epidural catheter after it was inserted. A new catheter was inserted. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that it was impossible to inject into the epidural catheter after it was inserted. A new catheter was inserted. The patient's condition is reported as fine.